Event description:
The customer reported a control panel error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply and the interconnect cable. System operates as intended. (B)(4).